Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3: date of event is estimated.

Event description:
Additional information was received stating the s1 lead was explanted and replaced. Therapy confirmed post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patients sacral lead migrated and the patient is no longer receiving effective therapy. As a result, surgical intervention may be pending to address the issue at a later date.